Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease. There is possible patient, pharmacological and procedural factors that may have contributed to this event. The root cause can be attributed to the unstoppable bleeding from the biopsied site of the lung, as stated by the site. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient was in pod #1 and began pouring ~1liter of blood an hour out of her chest tubes and having continuous low flow alarms with a dampened flow waveform on assessment.  Of note, this was a critically sick, intermacs 1 patient that was taken to the operating room (or) the day before for left ventricular assist device (lvad) implant on extracorporeal membrane oxygenation (ECMO) status post pulseless electrical activity (pea) arrest. Following the implant, the lung was biopsied to rule out sarcoidosis. The patient was taken back to the or on (B)(6) for exploration and the bleeding was found to be coming from the lung biopsy site.  The bleeding was so severe that the team could not catch up and get it under control.  The patient was taken back to the intensive care unit (ICU) and passed away.  The cause of death was stated to have been the uncontrollable lung hemorrhage.  An autopsy was declined by the patient's spouse, so the pump will not be sent back.  All peripherals will be disposed of that had been opened and used. No additional information.